Event description:
Allegedly removed during the revision of another component.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2000ml and the total drain volume was 3256ml. This drain volume meets baxter's iipv criteria. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice during dwell 4 of 4. The home patient (hp) was connected and stated had not disconnected prior to the alarm. There were no obvious sign of an air leak from any of the bags. The technical service representative (tsr) helped the hp clear error by powering unit off and on. The tsr explained the alarm to the hp. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Upon follow-up with the patient's peritoneal dialysis (pd) nurse, it was reported the solution bag had rolled off of the homechoice(hc) machine heater causing the alarm, but did not become disconnected from the line. The nurse reported that the patient needed no medical intervention and there was no patient injury. The pd nurse reported the patient has continued with pd therapy on the hc to date without problems. The nurse confirmed the device was discarded and the lot number unknown. No allegations were made against any of the patient's pd products.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 4 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).